Event description:
Unomedical reference number (B)(4) event occurred in the united states it was reported that patient faced infusion set cannula bent event on 30-apr-2024. The event occurred after 3 hours of insertion and the insertion site was at abdomen. The infusion set was in use for one day. The blood glucose level at the time of event was 548 mg/dl and patient went to emergency room on the same day for high blood glucose and was treated with intravenous and fluids of saline and insulin. Patient resolved the event with multiple daily injection followed by changing soft cannula infusion set and resumed insulin successfully. Patient was released after 8 hours from the emergency room on (B)(6) 2024. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6)